Event description:
The bilaterally implanted user's hearing performance and sound quality with both devices has decreased. The device on this side will remain implanted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a decrease in hearing performance. In situ measurements show several channels with hi impedance likely caused by damage to the active electrode. In addition it is reported that the implant housing migrated from its intended position. However to determine an exact root cause a device investigation would be necessary. Currently the device remains implanted and in use.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance and sound quality with both devices has decreased. The user reported that she has been experiencing dizziness and general imbalance over the last year. Reportedly, it feels like both implants have moved/coils are now in a different place . Some intermittencies to sound with movement of head (e.g. Chewing) were noted in her right ear.